Event description:
Ous MDR - it was reported that this lead had dislodged and a revision was scheduled. However, repositioning was not possible due to an issue with the helix. There was no explant date provided and no mention of explant. This is all of the available info at this time. If additional info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed slight deformations of the conductor coil which occurred most likely during surgery. During analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the fixation helix could be properly extended and retracted. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.